Event description:
It was reported that the left ventricular (lv) lead exhibited a failure to capture. During a chest x-ray, it was observed that the lv lead was dislodged. The lv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: h6.